Event description:
It was reported that the device was emitting tones. Subsequently, the patient went into the clinic, and it was found that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 125 ohms. The device and leads remain in service. No adverse patient effects were reported.